Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges a small amount of insulin has leaked at the head set on two separate occasions shortly after cannula insertion. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.